Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
A patient in the EU suffered from access site bleeding two days after implant, which required temporary suspension of anticoagulation and blood products transfusion. After 10 days of support, the patient was weaned from the right- ventricular support and on the day after from impella 5.0 as complete recovery of cardiac function and end-organ damage was observed. Input from a publication: "full myocardial recovery following covid-19 fulminant myocarditis after biventricular mechanical support with bipella: a case report"